Manufacturer narrative:
Concomitant product: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The consumer reported that poor communication was seen on the patient programmer (pp). The patient had recently had their implantable neurostimulator (ins) replaced with the same model. Bandages and swelling were present. The patient was able to connect with their old pp but not the new pp. It was attempted to communicate both with and without the antenna and both attempts were unsuccessful. It was also noted that stimulation to the patient¿s back and legs had been starting and stopping every 2 minutes. When it would start up every time, it felt like shocking so the patient had to turn stimulation down low. This was not related to positional changes. The pp was used to confirm programming. Stimulation was on with group b at 3.20 volts. The patient was advised to change to group a at 2.0 volts. The patient felt stimulation stop after 30 seconds and then start back up again. They did not have the option to change the rate. It was reviewed that the healthcare provider (hcp) would have to make the changes to the settings. The stimulator had been turned on after the patient arrived home from the implant procedure. Relevant medical history included failed back surgery syndrome and spinal pain. Follow-up is being performed to determine what actions were taken to resolve the intermittent stimulation and shocking sensation. Should additional information be received, a follow up report will be sent out.